Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be flat/crushed at 48cm from the hub, the catheter shaft was seen to have a tear just below the strain relief, and the catheter hub and tip were both found to be intact. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported "catheter hub broken/fractured" could not be confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient. During the analysis the catheter shaft was seen to be flat/crushed, the catheter shaft was seen to have a tear just below the strain relief and the catheter hub and tip, both were found to be intact. An assignable cause of procedural factors will be assigned to as analyzed code 'catheter shaft flat/crushed' and 'catheter shaft has hole/perforation', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect 'catheter hub broken/fractured' ¿as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
The catheter (subject device) was returned for analysis, and it was discovered that the catheter (subject device) shaft was seen to have a tear just below the strain relief. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.